Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose value of 500 mg/dl and 526 mg/dl. Customer¿s blood glucose value was 241 mg/dl. Customer stated that the insulin pump had an insulin flow blocked alarm and the insulin was exited. The product will not return for the analysis.

Manufacturer narrative:
(B)(4). The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2019.

Event description:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2019.